Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred.   The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified forearm. The 6.0 x 40, 40cm mustang balloon catheter was used to treat the lesion. The balloon was first inflated up to 10 atms. During the second inflation at 10 atms, the balloon ruptured. The whole device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended from 2mm proximal to the proximal markerband and it extended distally for a total length of 15mm along the balloon. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified forearm. The 6.0 x 40, 40cm mustang balloon catheter was used to treat the lesion. The balloon was first inflated up to 10 atms. During the second inflation at 10 atms, the balloon ruptured. The whole device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.